Event description:
It was reported that the device had dead pixel display. There was no patient involvement.

Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: exec investigation summary: field technician stated issue display ¿ dead pixel was confirmed. On 05-june-2026, lvp was received unboxed and with paperwork. Tamper seal is intact. External inspection revealed missing bottom segments on the rate display. Root cause: missing bottom segments on the rate display. Defective material from supplier. Recommend replacing the display board. Device to be stored for future processing. Failure investigation report attached in salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.